Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), uterine perforation ("perforation (uterus)"), fallopian tube perforation ("perforation (fallopian tube(s)"), perforation ("perforation (other)"), device breakage ("device breakage") and endometrial ablation ("ablation") in an adult female patient who had essure (batch no. A22177) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test". The patient's past medical history included anxiety and depression. Concurrent conditions included menses irregular, menorrhagia and uterine bleeding. Family history included clotting disorder. Concomitant products included alprazolam (xanax), bupropion hydrochloride (wellbutrin xl), buspirone hydrochloride (buspar), calcium, citalopram hydrobromide (celexa), iron, oxycocet (percocet), tramadol hydrochloride (ultram) and venlafaxine (effexor). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2016, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), perforation (seriousness criteria medically significant and intervention required), endometrial ablation (seriousness criterion medically significant), device deployment issue ("malpositioned essure coils"), alopecia ("hair loss"), mental disorder ("psychological or psychiatric problems condition"), mood swings ("mood swings"), nausea ("nausea"), abdominal pain lower ("lower abdomen pain"), back pain ("low back pain") and abdominal pain ("cramping"). The patient was treated with surgery (total laparoscopic hysterectomy and a bilateral salpingectomy and right oophorectomy), surgery (hysterectomy with unilateral salpingectomy - laparoscopy), surgery (hysterectomy with unilateral salpingectomy - laparoscopy), surgery (hysterectomy with unilateral salpingectomy - laparoscopy) and surgery (hysterectomy with unilateral salpingectomy - laparoscopy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain and abdominal pain lower had resolved and the uterine perforation, fallopian tube perforation, perforation, device breakage, endometrial ablation, device deployment issue, dyspareunia, alopecia, mental disorder, mood swings, nausea, fatigue, back pain and abdominal pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, back pain, device breakage, device deployment issue, dyspareunia, endometrial ablation, fallopian tube perforation, fatigue, mental disorder, mood swings, nausea, pelvic pain, perforation and uterine perforation to be related to essure. Diagnostic results: on (B)(6) 2016, ultrasound pelvis :the uterus measured 6.7 x 4.9 x 3.4 cm. The endometrial stripe was normal at 3.3 millimeters, there was a 15 mm fibroid, the essure coils appeared to be malpositioned too low in the uterus towards the endometrium. Recent pap smear did show a low-grade squamous intraepithelial lesion. On an unspecified date, colposcopic directed biopsy showed hpv related changes and no evidence of high-grade disease. Most recent follow-up information incorporated above includes: on 13-mar-2018: plaintiff fact sheet and medical records received. New reporters added and case updated to medically confirm. Patient¿s demographics, historical condition, concomitant condition and concomitant drugs added. Essure indication updated and stop date and lot number added. New events ablation ,device breakage, dyspareunia (painful sexual intercourse, hair loss, mood swings, nausea, perforation (fallopian tube(s)), perforation (uterus), perforation (other), psychological or psychiatric problems condition, fatigue, lower abdomen pain, low back pain, cramping and did not undergo essure confirmation test were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), uterine perforation ("perforation (uterus)"), fallopian tube perforation ("perforation (fallopian tube(s)"), perforation ("perforation (other)"), device breakage ("device breakage") and endometrial ablation ("ablation") in an adult female patient who had essure (batch no. A22177) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device deployment issue "malpositioned essure coils" and device monitoring procedure not performed "did not undergo essure confirmation test". The patient's past medical history included anxiety, depression and meniscus tear in january 2014. Concurrent conditions included menses irregular, menorrhagia, uterine bleeding and ankle fracture since march 2014. Family history included clotting disorder. Concomitant products included alprazolam (xanax), bupropion hydrochloride (wellbutrin xl), buspirone hydrochloride (buspar), calcium, citalopram hydrobromide (celexa), iron, oxycocet (percocet), tramadol hydrochloride (ultram) and venlafaxine (effexor). On (B)(6) 2012, the patient had essure inserted. In august 2016, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). In december 2016, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), perforation (seriousness criteria medically significant and intervention required), endometrial ablation (seriousness criterion medically significant), mental disorder ("psychological or psychiatric problems condition"), mood swings ("mood swings"), nausea ("nausea"), abdominal pain lower ("lower abdomen pain / cramping"), back pain ("low back pain") and hormone level abnormal ("hormonal changes"). The patient was treated with antidepressants, anxiolytics, surgery (total laparoscopic hysterectomy and a bilateral salpingectomy and right oophorectomy), surgery (hysterectomy with unilateral salpingectomy - laparoscopy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain and abdominal pain lower had resolved and the uterine perforation, fallopian tube perforation, perforation, device breakage, endometrial ablation, dyspareunia, alopecia, mental disorder, mood swings, nausea, fatigue, back pain and hormone level abnormal outcome was unknown. The reporter considered abdominal pain lower, alopecia, back pain, device breakage, dyspareunia, endometrial ablation, fallopian tube perforation, fatigue, hormone level abnormal, mental disorder, mood swings, nausea, pelvic pain, perforation and uterine perforation to be related to essure. Diagnostic results: on (B)(6) 2016, ultrasound pelvis :the uterus measured 6.7 x 4.9 x 3.4 cm. The endometrial stripe was normal at 3.3 millimeters, there was a 15 mm fibroid, the essure coils appeared to be malpositioned too low in the uterus towards the endometrium. Recent pap smear did show a low-grade squamous intraepithelial lesion. On an unspecified date, colposcopic directed biopsy showed hpv related changes and no evidence of high-grade disease. Most recent follow-up information incorporated above includes: on 3-jul-2018: pfs received. Concomitant medication were added. Event added: hormonal changes. Event cramping clubbed to lower abdomen pain. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pain"), uterine perforation ("perforation (uterus)/migration of essure device location of device: uterus"), fallopian tube perforation ("perforation (fallopian tube(s)"), perforation ("perforation (other)"), device breakage ("device breakage/device breakage") and endometrial ablation ("ablation/ablation") in a 37-year-old female patient who had essure (batch no. A22177) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device deployment issue "malpositioned essure coils / malposition of essure device location of device: tubal-myometrial junction regions" and device monitoring procedure not performed "did not undergo essure confirmation test". The patient's medical history included anxiety, depression and meniscus tear in january 2014. *on (B)(6) 2016, ultrasound pelvis :the uterus measured 6.7 x 4.9 x 3.4 cm. The endometrial stripe was normal at 3.3 millimeters, there was a 15 mm fibroid, the essure coils appeared to be malpositioned too low in the uterus towards the endometrium. Recent pap smear did show a low-grade squamous intraepithelial lesion. On an unspecified date, colposcopic directed biopsy showed hpv related changes and no evidence of high-grade disease. Concurrent conditions included menses irregular, menorrhagia, uterine bleeding and ankle fracture since march 2014. Family history included clotting disorder. Concomitant products included alprazolam (xanax), buspirone hydrochloride (buspar), calcium, iron, oxycodone hydrochloride;paracetamol (percocet), tramadol hydrochloride (ultram) and venlafaxine hydrochloride (effexor). In 2012, the patient experienced anxiety ("mental anguish/psychological or psychiatric problems condition: mental anguish") and depression ("depression/psychological or psychiatric problems condition: depression"). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient underwent endometrial ablation (seriousness criterion medically significant). In september 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and nausea ("nausea/nausea"). In september 2012, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)/dyspareunia (painful sexual intercourse)"), mood swings ("mood swings/hormonal changes describe: mood swings"), fatigue ("fatigue"), abdominal pain ("abdominal pain") and back pain ("low back pain/low back pain"). In august 2016, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required) and device breakage (seriousness criteria medically significant and intervention required). In december 2016, the patient experienced alopecia ("hair loss/hair loss"). On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), mental disorder ("psychological or psychiatric problems condition"), abdominal pain lower ("lower abdomen pain / cramping/lower abdomen pain"), migraine ("migraines/migraines / headaches") and headache ("headaches/migraines / headaches") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with alprazolam, antidepressants, anxiolytics, bupropion hydrochloride (wellbutrin), celecoxib (celexa), venlafaxine and surgery (hysterectomy with unilateral salpingectomy - laparoscopy and total laparoscopic hysterectomy and a bilateral salpingectomy and right oophorectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain lower, abdominal pain and back pain had resolved and the uterine perforation, fallopian tube perforation, perforation, device breakage, endometrial ablation, dyspareunia, alopecia, mental disorder, mood swings, nausea, fatigue, hormone level abnormal, migraine, headache, anxiety and depression outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, anxiety, back pain, depression, device breakage, dyspareunia, endometrial ablation, fallopian tube perforation, fatigue, headache, hormone level abnormal, mental disorder, migraine, mood swings, nausea, pelvic pain, perforation and uterine perforation to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 7-jan-2019: pfs received- new event abdominal pain were added. Outcome of back pain updated to recovered / resolved. Treatment drug were added. Incident: we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), uterine perforation ("perforation (uterus)/migration of essure device location of device: uterus"), fallopian tube perforation ("perforation (fallopian tube(s)"), perforation ("perforation (other)"), device breakage ("device breakage") and endometrial ablation ("ablation") in a 37-year-old female patient who had essure (batch no. A22177) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device deployment issue "malpositioned essure coils / malposition of essure device location of device: tubal-myometrial junction regions" and device monitoring procedure not performed "did not undergo essure confirmation test". The patient's past medical history included anxiety, depression and meniscus tear in (B)(6) 2014. Concurrent conditions included menses irregular, menorrhagia, uterine bleeding and ankle fracture since (B)(6) 2014. Family history included clotting disorder. Concomitant products included alprazolam (xanax), bupropion hydrochloride (wellbutrin xl), buspirone hydrochloride (buspar), calcium, citalopram hydrobromide (celexa), iron, oxycocet (percocet), tramadol hydrochloride (ultram) and venlafaxine (effexor). On (B)(6) 2012, the patient had essure inserted. On the same day, the patient underwent endometrial ablation (seriousness criterion medically significant). In (B)(6) 2016, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). On (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and nausea ("nausea"). In (B)(6) 2016, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), mental disorder ("psychological or psychiatric problems condition"), mood swings ("mood swings"), abdominal pain lower ("lower abdomen pain / cramping"), back pain ("low back pain"), hormone level abnormal ("hormonal changes"), migraine ("migraines"), headache ("headaches"), anxiety ("mental anguish") and depression ("depression"). The patient was treated with antidepressants, anxiolytics, surgery (total laparoscopic hysterectomy and a bilateral salpingectomy and right oophorectomy), surgery (hysterectomy with unilateral salpingectomy - laparoscopy), surgery (hysterectomy with unilateral salpingectomy - laparoscopy), surgery (hysterectomy with unilateral salpingectomy - laparoscopy) and surgery (hysterectomy with unilateral salpingectomy - laparoscopy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain and abdominal pain lower had resolved and the uterine perforation, fallopian tube perforation, perforation, device breakage, endometrial ablation, dyspareunia, alopecia, mental disorder, mood swings, nausea, fatigue, back pain, hormone level abnormal, migraine, headache, anxiety and depression outcome was unknown. The reporter considered abdominal pain lower, alopecia, anxiety, back pain, depression, device breakage, dyspareunia, endometrial ablation, fallopian tube perforation, fatigue, headache, hormone level abnormal, mental disorder, migraine, mood swings, nausea, pelvic pain, perforation and uterine perforation to be related to essure. Diagnostic results: on (B)(6) 2016, ultrasound pelvis :the uterus measured 6.7 x 4.9 x 3.4 cm. The endometrial stripe was normal at 3.3 millimeters, there was a 15 mm fibroid, the essure coils appeared to be malpositioned too low in the uterus towards the endometrium. Recent pap smear did show a low-grade squamous intraepithelial lesion. On an unspecified date, colposcopic directed biopsy showed hpv related changes and no evidence of high-grade disease. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-oct-2018: pfs received - new event "migraines, headaches, mental anguish, depression was added. Event migration of essure device location of device: uterus" was clubbed in to previously reported event uterine perforation. Onset date were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), uterine perforation ("perforation (uterus)"), fallopian tube perforation ("perforation (fallopian tube(s)"), perforation ("perforation (other)"), device breakage ("device breakage") and endometrial ablation ("ablation") in an adult female patient who had essure (batch no. A22177) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device deployment issue "malpositioned essure coils" and device monitoring procedure not performed "did not undergo essure confirmation test". The patient's past medical history included anxiety, depression and meniscus tear in (B)(6) 2014. Concurrent conditions included menses irregular, menorrhagia, uterine bleeding and ankle fracture since (B)(6) 2014. Family history included clotting disorder. Concomitant products included alprazolam (xanax), bupropion hydrochloride (wellbutrin xl), buspirone hydrochloride (buspar), calcium, citalopram hydrobromide (celexa), iron, oxycocet (percocet), tramadol hydrochloride (ultram) and venlafaxine (effexor). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2016, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). In (B)(6) 2016, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), perforation (seriousness criteria medically significant and intervention required), endometrial ablation (seriousness criterion medically significant), mental disorder ("psychological or psychiatric problems condition"), mood swings ("mood swings"), nausea ("nausea"), abdominal pain lower ("lower abdomen pain / cramping"), back pain ("low back pain") and hormone level abnormal ("hormonal changes"). The patient was treated with antidepressants, anxiolytics, surgery (total laparoscopic hysterectomy and a bilateral salpingectomy and right oophorectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain and abdominal pain lower had resolved and the uterine perforation, fallopian tube perforation, perforation, device breakage, endometrial ablation, dyspareunia, alopecia, mental disorder, mood swings, nausea, fatigue, back pain and hormone level abnormal outcome was unknown. The reporter considered abdominal pain lower, alopecia, back pain, device breakage, dyspareunia, endometrial ablation, fallopian tube perforation, fatigue, hormone level abnormal, mental disorder, mood swings, nausea, pelvic pain, perforation and uterine perforation to be related to essure. Diagnostic results: on (B)(6) 2016, ultrasound pelvis :the uterus measured 6.7 x 4.9 x 3.4 cm. The endometrial stripe was normal at 3.3 millimeters, there was a 15 mm fibroid, the essure coils appeared to be malpositioned too low in the uterus towards the endometrium. Recent pap smear did show a low-grade squamous intraepithelial lesion. On an unspecified date, colposcopic directed biopsy showed hpv related changes and no evidence of high-grade disease. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/pain'), uterine perforation ('perforation (uterus)/migration of essure device location of device: uterus'), fallopian tube perforation ('perforation (fallopian tube(s)'), perforation ('perforation (other)'), device breakage ('device breakage/device breakage') and endometrial ablation ('ablation/ablation') in a 37-year-old female patient who had essure (batch no. A22177) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device placement issue "malpositioned essure coils / malposition of essure device location of device: tubal-myometrial junction regions" and device monitoring procedure not performed "did not undergo essure confirmation test". The patient's medical history included meniscus tear in (B)(6) 2014, anxiety and depression. *on (B)(6) 2016, ultrasound pelvis :the uterus measured 6.7 x 4.9 x 3.4 cm. The endometrial stripe was normal at 3.3 millimeters, there was a 15 mm fibroid, the essure coils appeared to be malpositioned too low in the uterus towards the endometrium. Recent pap smear did show a low-grade squamous intraepithelial lesion. On an unspecified date, colposcopic directed biopsy showed hpv related changes and no evidence of high-grade disease. Concurrent conditions included ankle fracture since (B)(6) 2014, menses irregular, menorrhagia and uterine bleeding. Family history included clotting disorder. Concomitant products included alprazolam (xanax), buspirone hydrochloride (buspar), calcium, iron, oxycodone hydrochloride;paracetamol (percocet), tramadol hydrochloride (ultram) and venlafaxine hydrochloride (effexor). In 2012, the patient experienced anxiety ("mental anguish/psychological or psychiatric problems condition: mental anguish") and depression ("depression/psychological or psychiatric problems condition: depression"). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient underwent endometrial ablation (seriousness criterion medically significant). In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and nausea ("nausea/nausea"). In (B)(6) 2012, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)/dyspareunia (painful sexual intercourse)"), mood swings ("mood swings/hormonal changes describe: mood swings"), fatigue ("fatigue"), abdominal pain ("abdominal pain") and back pain ("low back pain/low back pain"). In (B)(6) 2016, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required) and device breakage (seriousness criteria medically significant and intervention required). In (B)(6) 2016, the patient experienced alopecia ("hair loss/hair loss"). On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), mental disorder ("psychological or psychiatric problems condition"), abdominal pain lower ("lower abdomen pain / cramping/lower abdomen pain"), migraine ("migraines/migraines / headaches"), headache ("headaches/migraines / headaches"), urinary tract disorder ("bladder/urinary problems") and bladder disorder ("bladder/urinary problems") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with antidepressants, anxiolytics, bupropion hydrochloride (wellbutrin) and surgery (hysterectomy with unilateral salpingectomy - laparoscopy and total laparoscopic hysterectomy and a bilateral salpingectomy and right oophorectomy). Essure was removed on 15-nov-2016. At the time of the report, the pelvic pain, abdominal pain lower, abdominal pain, back pain, urinary tract disorder and bladder disorder had resolved and the uterine perforation, fallopian tube perforation, perforation, device breakage, endometrial ablation, dyspareunia, alopecia, mental disorder, mood swings, nausea, fatigue, hormone level abnormal, migraine, headache, anxiety and depression outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, anxiety, back pain, bladder disorder, depression, device breakage, dyspareunia, endometrial ablation, fallopian tube perforation, fatigue, headache, hormone level abnormal, mental disorder, migraine, mood swings, nausea, pelvic pain, perforation, urinary tract disorder and uterine perforation to be related to essure. The reporter commented: plaintiff received treatment for pain, migration quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 9-jan-2020: pif received. Reporter information added. Events: bladder/urinary problems added. Incident we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and device deployment issue ("malpositioned essure coils"). The patient was treated with surgery (total laparoscopic hysterectomy and a bilateral salpingectomy and right oophorectomy). Essure was removed. At the time of the report, the pelvic pain and device deployment issue outcome was unknown. The reporter considered device deployment issue and pelvic pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.